Event description:
The defibrillator was charged in an attempt to defibrillate the patient. Reportedly, the device would not deliver defibrillator energy to the patient when the paddles discharge switches were pressed.